Event description:
It was reported that the ventilator had a loss of oxygen supply and bad o2 sensor. The ventilator was not in use on a patient at the time of the event. A third party biomed repaired the ventilator. The o2 sensor was replaced. Medtronic was not authorized to conduct the repair. Covidien was not authorized to evaluate the device.